Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wire guided dilatation balloon was used in a endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the papilla on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon would not inflate. Reportedly, a small hole was noticed on the balloon. The procedure was completed with another cre pro wire guided dilatation balloon. There were no patient complications reported as a result of this event.